Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the groshong catheter had a leakage at 35 cm mark. They came to know the incident when they opened the packet. No patient injury was reported. Additional information: device was exposed to blood/body fluids.